Event description:
A customer reported experiencing a cartridge alarm 20 issue that began approximately one month ago. The event did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support resolved the issue by sending a replacement pump, and the customer was instructed on how to put the current pump in storage mode before returning it to tandem. The customer will continue using the current pump as backup therapy and is familiar with the replacement process.